Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) replaced both slide rails on main full-height drawer 6. The customer was instructed to recover the failed storage space. Several successful attempts were completed opening and closing the drawer within the storage space configuration under device settings. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was found to be broken. The drawer had failed multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.